Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
The patient is alleging that the cannula has become disconnected from the headset and fallen out of his site, which has led to non insulin delivery. He advises that his blood glucose levels have been over 20mmol/l as a result. No adverse event alleged.device not available for return.